Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic video assisted esophagectomy procedure, the device's balloon physically broke when creating access into the patient's cavity. When the surgeon was insufflating the balloon, he found that the balloon was physically broken and therefore could not be insufflated. The surgeon used a new device to complete the case. No patient injury was noted.

Manufacturer narrative:
: Evaluation summary: post market vigilance (pmv) received. The visual inspection of the devices noted; the trocar balloons had a cut. The obturators lock collars, valve seals and doors appeared intact. The inflation syringes were received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut on the balloons may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. . If information is provided in the future, a supplemental report will be issued.